Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 553 mg/dl at the time of incident. The customer was declined troubleshooting for high blood glucose and no delivery. Customer stated that sometimes blood glucose was 400 mg/dl and 547 mg/dl and treated with inserted new set no insulin just yet. Customer other blood glucose value was 447 mg/dl. Customer stated that they did not get any insulin from insulin pump the last set change was near a boil developed since infection of the cannula. The customer was treated with bolus for high blood glucose. The customer stated that the insulin pump had no delivery alarm during the manual priming. The insulin pump will not be returned for analysis.